Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: 6f, 10f, 16f sheaths, proglide suture (x1), cardiopulmonary bypass cannula, heparin. (B)(4). The device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Although a conclusive cause for the reported suture detachment could not be determined, the treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. The other proglide device referenced is filed under a separate medwatch MFR report number.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery (rcfa) using the preclose technique prior to a cardiopulmonary bypass procedure. The arteriotomy was a 6f. Reportedly, the suture of the first proglide device was successfully placed in the rcfa using the preclose technique. A second proglide device was used, but when the plunger was retracted, no suture was present; a cuff miss occurred. The suture of a third proglide device was successfully placed using the preclose technique. The sheath was upsized to a 10f then to a 16f and the cardiopulmonary bypass procedure was completed and the bypass machine cannula was removed. When pulling the proglide blue rail suture using the suture trimmer, the blue rail suture broke. Hemostasis was achieved with only one of the pre-placed proglide sutures. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the proglide device and established in the preclose technique. No additional information was provided.